Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited poor atrial sensing on the presenting electrogram (egm). No intervention or procedure was reported. No patient condition was reported.